Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the level alarm tripped the arterial pump but the pump did not stop. The clinician manually stopped the pump. They continued with the procedure while another clinician monitored the level and would be available to stop the pump manually if needed. After the case, the system was checked and all settings were correct. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported malfunction. The pump was tested without issue and a serial readout was performed and sent to (B)(4) for analysis. The unit was returned to service. Analysis of the serial readout at (B)(4) did not identify any faults. As the issue could not be reproduced, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviation or non-conformities relevant to the reported issue. Evaluated on site by (B)(4) technician.

Event description:
Sorin group (B)(4) received a report that during a procedure the level alarm tripped the arterial pump but did not stop. The clinician manually stopped the pump. They continued with the procedure while another clinician monitored the level and would be available to stop the pump manually if needed. After the case, the system was checked and all settings were correct. There was no patient injury.